Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked lcd connector. The pump was received with scratched lcd window and missing end cap sticker during visual inspection. (B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the buttons on her pump were not responding. The customer stated that the buttons were completely stuck and she had no button error alarm. The customer stated that there was no response from any buttons but the time was changing on the display. The customer will be sent a replacement pump. The customer will return the pump for analysis.